Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): on (B)(6) 2025 at 06:34 am (log time: 05:34 am), nursing staff observed that the ventilator screen suddenly went blank, then displayed the startup screen, and returned to the ventilation screen, continuing operation. A quiet beep was heard, but no full alarm was triggered. If staff had not been in the room, the event might have gone unnoticed. The alarm log recorded "panel connection lost". No one was near the device when the event occurred. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag ref: (B)(4). Conclusion from hamilton medical ag: hamilton medical ag received the device log files for analysis. The evaluation revealed that a ¿panel connection lost¿ alarm had been recorded. This alarm indicates an interruption in communication between the interaction panel (ip) and the ventilator unit (vu). A defective ip esm and vu esm was identified as root cause. Hamilton medical ag has not received the hamilton-c6 or the ip esm and vu esm for investigation. No further information has been received. However, the on-site technician confirmed that the ip esm and vu esm were replaced, and the device functioned as intended thereafter. Importantly, the ventilator continued to operate during the ip reboot, and ventilation to the patient was not interrupted.